Manufacturer narrative:
A2, h6

Manufacturer narrative:
UDI reference number: (B)(4). Reference related mfgr. Report number: 2015691-2019-04939. The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the perforation was caused by the guidewire, which caused the patient to develop a tamponade. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve in valve (26mm sapien 3 valve in 23mm sapien 3 valve) tavr procedure via transfemoral approach, a ventricular wire perforation caused the patient to go into tamponade. A window was performed, and the patient was reported to have left the operating room in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Section b7 and h10. Section h10: additional information provided by the hospital medical records indicated that prior to valve deployment a bav was performed with a 24mm non-edwards balloon x 2. The patient developed wide open ai and emergently the 26mm sapien was placed successfully. There were no ew device malfunctions noted during bav nor valve deployment. Immediately following valve deployment, the patient developed a pericardial effusion which progressed to cardiac tamponade. A pericardial window was performed with immediate improvement in hemodynamics. The valve was successfully placed with trivial ai and trivial pvl between the two valves posteriorly. The tamponade was stated to be most likely due to an ooze at the apex of the heart secondary to wire perforation. The patient was stabilized and transferred for closer monitoring.